Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 476 mg/dl at the time of incident. The insulin pump was not working, insulin pump was not allowing them to bolus or rewind the insulin pump and blank screen on the insulin pump. Customer stated that the display was not blank less than 30 seconds or did not return. Customer stated that the contacts on the battery cap and battery compartment were neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Display did returned after insulin pump restart. The customer declined troubleshooting for high blood glucose. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.